Event description:
Event description boston scientific crm received information that this pacemaker was explanted for normal battery depletion after 80 months of implant time. There is no complaint against therapy. The device is on an advisory.